Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing." Pump settings: rate 2.2, res vol 38.5, given 29.1. Air in tubing. No injury to patient. No further information available.